Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis of complaint of occlusion issue. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During testing the complaint was confirmed or replicated. Probable cause was of complaint was downstream occlusion alarm problem.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had reported multiple times that the pump beeped with an occlusion error message and had used the same pump for the past 5-6 months. The patient was hooked up and discharged, but returned within the hour, stating that the pump was beeping again and that it had happened 4 out of the last 5 times. The pump alarmed, displaying an occlusion message on the screen. The pump was connected to a patient when the error occurred. There was a patient involvement, and no patient harm/adverse event reported.